Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to techincal services on (B)(6) 2016 stated that the lead showed spike of high impedance - jumped from 400's to 1400, back down. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).